Manufacturer narrative:
Quality engineering review was completed and the annex coding has been updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed. No system errors or messages were noted. The customer manually targeted and completed the procedure as planned. No site visit was conducted.

Event description:
It was reported that during a procedure, targeting problems were encountered. The caller stated that after selecting an upper abdominal anatomy selection, the boom rotated in the opposite direction than intended. No system errors or messages were noted. The customer manually targeted and completed the procedure as planned. The customer reported event has no report of patient injury.